Manufacturer narrative:
The technician found the right foot brake steer weldment is loose causing the brakes to not hold. The issue was not found in the between pt inspection and the technician is does not know how the weldment became loose. The technician reconnected the right foot brake steer weldment to the bracket brake steer arm to resolve the issue. Based on this information, no further action is required.

Event description:
The nurse reported the brakes are not functioning. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).